Manufacturer narrative:
Article citation: quesada, andres e., zhang, yanming, ptashkin, ryan, et al. Next generation sequencing of breast implant-associated anaplastic large cell lymphomas reveals a novel stat3-jak2 fusion among other activating genetic alterations within the jak-stat pathway. The breast journal. 05/jan/2021; 1-8. The event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl.

Event description:
Through journal article ¿next generation sequencing of breast implant-associated anaplastic large cell lymphomas reveals a novel stat3-jak2 fusion among other activating genetic alterations within the jak-stat pathway,¿ authors report a 66 year old patient and reason for implant is noted as invasive ductal carcinoma. Patient was implanted with a textured implant of an unknown fill and presented with a cutaneous lesion eleven years after implant. The stage of alcl was noted as t4. Treatment provided as xrt, 6 cycles bv-chop, and stem cell transplant. The manufacturer of the device is unknown. Affected side is unknown. The status of the device is unknown.